Event description:
It was reported to vyaire medical that the vela ventilator alarmed vent inop (ventilator inoperable) while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Vyaire field service went onsite, system set up with test circuit. The leak test and all extend test performed passed. System set up with test circuit connected to flow analyzer. Ventilator settings set up at manufacturers test set up with vte (exhaled tidal volume), rate, ve (ventilation), peak (peak pressure), pmean (mean airway pressure), volume peak flow (l/min) peep (positive end expiratory pressure) and o2 (oxygen) all out put found to be within manufacturers specifications. The o2 (oxygen) sensor was replaced. Turbine hours = 33954 vent hours = 59541, vent dc status not completely " green". Completed charge cycle required prior to vent battery test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.